Manufacturer narrative:
A getinge technician will investigate the cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
A defect venous bubble sensor serial# (B)(4) was reported causing a cardiohelp to alarm and displaying "venous bubble defective" error message. Which cardiohelp the sensor was connected to when the incident occurred was not reported. No further information was provided. No harm to any person has been reported. (B)(4).

Event description:
It was reported that there was an error message "venous bubble sensor defective". The instance of time was not reported. The sensors were separated from the cardiohelps. It was not reported what the event date was and which cardiohelps were affected. Therefore no log files are available. Initially the serial numbers (B)(6) was reported. When the sensors were handed over to getinge the following sensor was provided instead: serial (B)(6). Multiple attempt were made by sales and service unit to clarify this mismatch, without success. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that there was an error message "venous bubble sensor defective". The instance of time was not reported. The sensors were separated from the cardiohelps. It was not reported what the event date was and which cardiohelps were affected. Therefore no log files are available. Initially the serial numbers (B)(6) was reported. When the sensors were handed over to getinge the following sensor was provided instead: serial (B)(6). Multiple attempt were made by sales and service unit to clarify this mismatch, without success. A getinge field service technician (fst) investigated the sensor on 2022-12-19. It was confirmed that the sensor with serial (B)(6) was defective and is not recognized when plugged in and no physical damage was observed. The affected sensors was removed from clinical use and a replacement was provided to the customer on 2023-03-02. No log files were provided, the customer did not provide the information to which cardiohelp the sensors was attached during the event. Another venous bubble sensor with a similar failure was investigated by the supplier (B)(4) on 2020-02-21 to determine the root cause. Sonotec gmbh confirmed the failure. According to their investigation the sensor is electrically damaged. Following possible root causes were determined: damaged cable due to mechanical tension; damage due to overvoltage or esd (electrostatic discharge). According to the instructions for use, chapters 2.2.5 (monitoring and sensors) and 5.4.4 (bubble monitoring: function test) the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The optional venous bubble sensor is for additional bubble detection. The review of the non-conformities has been performed on 2023-01-24 for the period of 2020-03-31 to 2022-09-14 . It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The sensor was manufactured on 2020-03-31. Based on the results the reported failure "venous bubble sensor defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. If any new relevant information will be received the complaint will be reopened. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.